Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in a motor vehicle accident after discharge. The patient returned to the hospital and it was noted that left facial weakness and somnolence remained from the initial post-operative stroke. It was reported that the patient experienced rapid improvement. On (B)(6) 2010 staring spells were noted. The patient was taken off lortab for 24 hours with no difference to staring spells. An electroencephalogram was performed, and the results were reported as abnormal, with some bifrontal sharp waves that might be suggestive of a possible tendency towards seizures. The patient was discharged the following day. On (B)(6) 2010 the patient underwent a CT scan and it was reported that there was no acute intracranial abnormality demonstrated. It was noted that the dbs wires were in unchanged position.

Manufacturer narrative:
(B)(4).

Event description:
Right caudate ischemic event. On (B)(6) 2010, pt had implantation of bilateral dbs for dystonia. In the operating room, it was noted she had slight left sided facial weakness. Post-op MRI revealed no acute abnormalities. A small abnormality was seen in right caudate head on diffusion imaging by the dbs team, not noted by radiologist. On (B)(6) 2010, MRI was repeated due to facial weakness and flat affect. This MRI shows right caudate had ischemia. On (B)(6) 2010, symptoms improved, decrease in left facial weakness, smiling, back to prior alertness and personality. On (B)(6) 2010, she was discharged to home after rapid improvement in her affect and facial weakness. She had evaluations from pt, ot and speech therapy in the hospital and will be scheduled for outpatient therapy if needed.